Event description:
It was reported that the right ventricular (rv) lead was oversensing and that there was an rv lead integrity warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted concomitant products continued: (B)(4) implantable pacing lead (B)(6) 1998; (B)(4) implantable pacing lead (B)(6) 2006; (B)(4).